Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: crimp balloon torn. Proximal balloon wings observed to be flared outwards and inflation balloon bunched towards to nose tip. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the valve was successfully implanted and properly expanded and no leakage in the balloon of the commander delivery system was observed. Then, it was felt a big resistance when the commander delivery system was pulled into the esheath+, but it could be removed through the esheath plus. Once the devices were out of the patient, it was observed that the balloon of the commander delivery system was broken at the base and the metal spring seemed stretched but no damage in the sheath''. Per evaluation of the provided imagery, the balloon was torn with the proximal balloon wings flared outwards. As the event occurred after thv deployment and the inflation balloon was observed bunched over nose tip, it is likely that the balloon tear occurred during withdrawal of the delivery system. Available information suggests that procedural factors (residual fluid) contributed to the withdrawal difficulty through sheath, while procedural factors (excessive manipulation) contributed to the balloon tear. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The valve was successfully implanted. During withdrawal, resistance was noted when the commander delivery system was pulled into the esheath plus but it could be removed through the esheath plus. Once the devices were out of the patient, it was observed that the balloon of the commander delivery system was broken at the base and the metal spring seemed stretched but no damage in the sheath. The patient received a covered stent due to a small dissection at the end of the procedure. The patient was good with no further complications. The perceived root cause of this event could be a mechanical constraint at the time of withdrawal.

Manufacturer narrative:
The investigation is ongoing.